Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the rewind, prime or seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Device passed self test. Unable to perform the displacement test, occlusion test and the delivery accuracy test due to missing retainer. The p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o - ring, scratched case, cracked keypad overlay at select button, missing serial number label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of over 600 mg/dl. Reportedly, the customer was in the hospital about a year and a half ago with diabetic ketoacidosis, the o rings in the reservoir compartment came out and the pump was making a loud grinding noise when rewinding. Customer declined to troubleshoot for their blood glucose levels. The device is expected to be returned for analysis.